Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. These are known adverse events addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected in the chin with juvederm volift with lidocaine and experienced ¿redness + swelling a couple of hours later". The next morning, "swollen lip + cheeks + tongue". Treatment: tauegyl. Symptoms resolved.